Event description:
Post backed out; revision was required. Leg was locked in flexion; left knee; pt went to the emergency room. Some minor delamination was noted on poly; but not the reason for revision.